Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports qty 90 from 3 mu boxes with complaint of paper tearing on packaging. There was no harm reported.